Event description:
It was reported that the pacemaker went into backup vvi mode after attempting the cyber security upgrade. The device was restored successfully. The patient will continue to be monitored.